Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The fuzzy image was due to intermittent problem on charge coupled device. The device evaluation found the camera cable had a puncture on it and failed leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the reported issue could not be identified. Based on the results of the investigation, the most probable cause of the complaint is component failure. Three good faith efforts were made to obtain additional information; however, no response received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had blurry, flashy image. The issue occurred during procedure, and the intended procedure was diagnostic. There were no reports of patient harm.

Manufacturer narrative:
Correction is being made to submitted "b4 - date of this report" for the initial, which was not late. The correct date was 04/05/2024. The report was submitted on apr 5, 2024, at 13:27:19 edt to FDA esg and then did not progress. There were no failures or acknowledgements received. The it team was notified same day. An FDA esg ticket (B)(4) was raised with a reply on apr 10, 2024, from FDA esg team stating "please resend these submissions. There was an issue on the gateway when these were sent so they were not processed." The file was resubmitted without any changes and subsequently passed, receiving all three acknowledgements.

Event description:
It was reported, the camera head had blurry, flashy image. The issue occurred during procedure, and the intended procedure was diagnostic. There were no reports of patient harm.

Event description:
It was reported, the camera head had blurry, flashy image. The issue occurred during procedure, and the intended procedure was diagnostic. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.